Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level of 450 mg/dl with trace ketones. Reportedly, the customer had delayed delivering a bolus after a meal which may have contributed to the high bg. Additionally, it was reported that the customer was using the incorrect test strips for the bg meter. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.